Manufacturer narrative:
The reported event is inconclusive as no sample was returned for evaluation. A potential root cause for this failure could be due to "defective components received from supplier¿. The device history record review could not be performed as no lot number was provided. The labeling and directions of use was reviewed and found to be adequate. "Directions for use: separate notches within circles. Put straps through holes and around leg. Position bag on leg with flutter valve at top. Insert connector into proximal (drainage) end of t-tube. To empty bile bag, remove rubber cap at bottom. Important: hold green connector firmly while removing rubber cap. After use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable local, state and federal laws and regulations".

Event description:
It was reported that the bile bag was used by many of the patients as an extension to their g-tube for gastric drainage. The thin plastic extension from the bile bag was allegedly snapping off, and blocking the flow of drainage. It was further reported that this has occurred more than one occasion.